Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn programmed the pump to infuse 1000 ml of d5 with 0.45% ns and 20 kcl at 125 ml/hr. After approximately 3 hours and 10 minutes the pump alarmed for air-in-line when the rn noted the bag was empty. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The only anomalies observed were that the device release latch sticks and both iui connectors were observed to be dull. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that at 8:50 pm on (B)(6) 2016 the device was programmed to infuse maintenance IV at 125ml/hr with a vtbi of 1000ml. At 9:46 pm the volume infused was cleared. At 9:51 pm, the device was paused, and was restarted 28 seconds later. Between 10:37 pm and 10:39 pm, the device alarmed for air in line 9 times; the device was restarted after the first 8 alarms. After the 9th alarm, the device was channeled off. The volume recorded as being infused during this period was 222.535ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. There were no anomalies observed with the primary set, and no leaking occurred during functional testing. The root cause of the customer¿s report of an overinfusion was not identified.